Event description:
On (B)(6) 2012 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2012 with an ultra-filtration volume of 3112ml (6112ml drain volume) during cycle 5. The largest prescribed fill volume was 3000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of iipv was confirmed in the event history log review. The cause was use error, tidal total ultra-filtration removal set too low.